Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device has a broken door after the fall. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device has a broken door after the fall. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the spr trsn 0.5 in-lb. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch assembly. Lvp lifted keypad recall completed. Replaced door assembly with keypad and bezel assembly wire harness broken. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 10sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.